Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. As a resolution, the customer reported ordering a replacement gas delivery engine (gde) component for a fix on the device. The customer reported that the suspect gde component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation.

Event description:
The customer reported the delivered and monitor reading of fraction of inspired oxygen (fio2) was out of specification from the set fio2 of the device. The customer reported no known patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was that the flag hub was loose on the motor shaft of the blender, causing the blender flag to over travel its intended setting, resulting in inaccurate oxygen delivery.